Event description:
Customer reported that the 840 ventilator was inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) was not able to duplicate the alleged malfunction. The ventilator passed extended self testing (est).

Manufacturer narrative:
(B)(4).